Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event - (B)(6) 2017 . (B)(4). Journal citation: beck de, el-assal ks, doherty md, wride nk. Orbital cellulitis following uncomplicated aqueous shunt surgery. Journal of glaucoma. 2017 feb 2017;v:26 I:2 p:e101-e102. All pertinent information available to abbott medical optics has been submitted.

Event description:
From the journal of glaucoma. Article title: orbital cellulitis following uncomplicated aqueous shunt surgery. It was reported that patient had the shunt implanted under general anesthetic without complications in the right eye. The patient made an uncomplicated recovery but required drops to control his intraocular pressure. He presented in emergency room at 3 months post op with severe orbital cellulitis, pain, decrease in visual acuity, mildly reduced color vision, chemosis, limitation of ocular movement in all directions of gaze and diplopia. Patient was hospitalized for a total of 7 days. The patient was managed medically, with topical and systemic antibiotic therapy. He went on to make a full recovery with the tube in situ. Two months post hospitalization it was found the his iop had risen to 26mm hg and removal of the supramid suture, which had been occluding the tube, was performed under local anesthetic without complication. Despite this, his iop remained elevated at 28mm hg and he required cyclodiode laser and topical therapy to control the pressure at 14mm hg.